Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. During an interventional procedure, the user reported that no x-ray or system movements were available. The procedure was interrupted. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available.

Manufacturer narrative:
Siemens healthcare completed the investigation of the reported event. The investigation was performed based on expert discussions considering the complaint description, customer service reports, and system log files. According to the available event information, during an interventional procedure, suddenly no movements or x-ray were possible and the message "no communication" was shown. As a power cycle could not resolve the problem, the procedure was continued and finished using an alternative system. No adverse patient health consequences were reported to siemens. The siemens on-site service intervention revealed that the connection to real time controller (rtc) was lost. After the rtc was exchanged, the system worked as specified again. No failure of the returned rtc could be detected during the detailed investigation. However, system log file analysis clearly indicates a communication error to the rtc. The most likely root cause may have been due to a temporary issue with the rtc. A conclusive root cause could not be determined. The occurrence rate of the was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation. The complaint device had not been evaluated by manufacturer when the initial report was submitted on december 19, 2022. This field should have been checked "no" in the initial report.